Event description:
Dilation with an 8-9-10 mm balloon dilator (boston scientific cre fixed wire esophageal dilator, lot number: 34135808) was performed to somewhere between 9mm110mm. At 8 and 9 mm the balloon dilator was able to slide without full distension of the walls of the stenosis and without tension on the balloon. While inflating the balloon to 10mm the treatment team witnessed an audible rupture of the balloon and leak of the sterile water. The balloon was removed and the stenosis observed, revealing tear of the stenosis. The dilation site was examined and showed moderate mucosal disruption. Estimated blood loss was minimal. The procedure was aborted and patient was sent for esophagram and transferred to a higher level of care.